Event description:
Information was received noting that the patient had their device programmed off several months ago due to pain at the neck and head. The patients generator was explanted as the patient noted that they wanted their device taken out. The generator was noted to have been discarded following surgery.

Manufacturer narrative:
Corrected information, initial report: physician assessment indicating x-rays were normal was inadvertently not assessed prior to report submission. (B)(4). Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
Further information was received from the physician noting that the patient did not have any trauma or manipulation to the vns site, and does not suspect fibrosis as a cause of the high impedance. Physician reviewed x-rays for the patient and noted they were normal. The x-rays have not been received or reviewed by the manufacturer to date. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No other relevant information has been received to date.

Event description:
The patient presented with high lead impedance. A review of device history records was performed and revealed that the generator and lead passed quality control inspection prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.